Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tip began smoking prior to being used on the pt. The device had been connected to the cord and inserted into the cannula. The cord was disconnected from the device and a replacement device was used to complete the procedure. The hospital did not return any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).